Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, during the technical visit, the gas and air connections were checked to verify the absence of leaks. Subsequently, a calibration was attempted but not completed. An oxygen (o2) sensor replacement was also performed. Per the manufacturer's subsidiary, the epgs was discarded and there is no other information available. D4 ¿ primary unique device identification (UDI) number is only the device identifier (di) number. The production identifier (pi) number is not available as the serial number is unknown and the device was discarded. H4 - device manufacture date is unknown as the serial number is unknown.

Manufacturer narrative:
. The reported complaint was confirmed by the replacement of the oxygen (o2) sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.